Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy and there was a suspected fracture of the right ventricular (rv) lead. It was further reported that the rv lead exhibited a lead integrity alert for high rate non-sustained episodes and an elevated sensing integrity counter (sic). It was also noted there was oversensing of noise and pacing inhibition of the lead. The rv lead was reprogrammed and will be explanted and replaced. No further patient complications have been reported as a result of this event.